Event description:
It was reported that there were short v-v intervals, which could indicate oversensing. The egm showed numerous non-physiological oversensing episodes. The lead checked out fine. The device remains in use. No patient complications have been reported as a result of this event. It was later reported that the lead showed oversensing with noise and apparent fracture. The lead is still in use, but is currently scheduled for replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There is evidence in one attached episode where non-physiologic signals are present. The lifetime ventricular sensing integrity counter is 67904. The rate of these counts has been relatively consistent throughout the record. A high value of this count can indicate a possible intermittency in the system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the detections and therapies were turned off per the patient request. The rv lead and ICD remain inactive/implanted.